Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 she tested on the lfs meter and obtained a reading of ¿108mg/dl¿ compared to ¿88mg/dl¿ on an accu-chek meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on the day of the alleged issue she made no changes to her usual medications. The patient reported 3-4 hours after the alleged issue occurred, she developed symptoms of ¿dizzy, vision blurry.¿ the patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips and test strips vial were in good condition. The patient was found to be using the correct testing steps and an approved sample site for testing. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up # 2 ¿ (09/10/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/26/2013 and 9/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (09/10/2013)-product evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be reproduced. The device met specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.